Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence. It was reported by trial patient that they were "still not all the way with it" after their surgery. They also had an hour yesterday that they felt the urge to urinate, as with a uti, but nothing would come out. The feeling did go away on its own after a short amount of time. No further complications were reported or anticipated.